Event description:
It was reported that this implantable pacemaker exhibited loss of capture with some ventricular pacing (vp) post atrial tachycardia response (atr) episode. Additionally, rv lead exhibited high capture threshold with high amplitude. Device amplitude was reprogrammed in response to the reported observations. No other actions were taken. This device remains in service and no adverse patient effects were reported.